Manufacturer narrative:
Evaluation summary: the analysis results found el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap chole procedure, the staples were crossed and would not secure the vessel from bleeding. Another device was used to control the bleeding and complete the procedure. There was no pt consequence.